Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was noted at 13.7 cm to 15.7 cm from the connector pin, consistent with lead friction to the ICD can. The etfe cable coating of both right ventricle cables were abraded through and the cables melted/separated. The reported event of high impedance was isolated to the abraded through and melted/separated right ventricle cables in the abrasion region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission after receiving a vibratory alert, high, out of range hv lead impedance was observed. Lead was explanted and replaced. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
Correction:follow-up number 1 of manufacturer report number 2938836-2018-09564.a complete lead was returned in three pieces. External insulation abrasion was noted at 13.7 cm to 16.9 cm from the connector pin, consistent with lead friction to the ICD can. The etfe cable coating of both right ventricle cables were abraded through and the cables melted/separated. The reported event of high impedance was isolated to the abraded through and melted/separated right ventricle cables in the abrasion region.